Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report and a valid strip lot number was not provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown error message when performing a glucose test on the adc freestyle libre 2 reader. On (B)(6) 2021, the customer experienced hyperglycemic symptoms described as sweating, shakiness, blood in urine, and had a loss of consciousness. Hcp contact was made and a "boh level if 4.4¿ was obtained and the customer was treated with intravenous insulin (dosages unknown) and saline for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown error message when performing a glucose test on the adc freestyle libre 2 reader. On (B)(6) 2021, the customer experienced hyperglycemic symptoms described as sweating, shakiness, blood in urine, and had a loss of consciousness. Hcp contact was made and a "boh level if 4.4¿ was obtained and the customer was treated with intravenous insulin (dosages unknown) and saline for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.